Event description:
X-rays performed of the patient's device at the surgeon's office revealed a lead break. The x-rays were not reviewed by the manufacturer. The patient underwent full revision surgery due to high lead impedance. The explanted lead and generator were received by the manufacturer, but analysis on the devices has not been approved to date. No additional relevant information has been provided to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's device showed high impedance at the time that the lead break was identified via x-rays. The surgeon later reviewed the patient's previous x-rays and saw that the lead actually broke 9 months prior. High impedance was not observed during that 9-month period. The lead break observed in the previous x-rays was not as large as the lead break observed when the high impedance value was observed. The x-rays were not reviewed by the manufacturer. The patient's parents had previously reported to the surgeon that the patient had experienced an increase in seizures during the 9-month period. The surgeon believed that the patient's influenza contributed to the high impedance. Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The data revealed a large increase in impedance that occurred on the same date that the surgeon observed high impedance on the patient's device. Electrical testing showed that the generator performed according to functional specifications, and no anomalies were identified during analysis. Analysis was also approved for the lead. The lead was returned in two portions. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Visual examination of the lead identified that the coil of the connector ring had been broken, stretched, or kinked in multiple positions. Extensive pitting was also observed on the surface of the coil in several positions, indicating that stimulation was being delivered after the coil had broken. Stress-induced fractures were identified in several locations; the fracture mechanisms could not be identified in other locations due to mechanical damage. Microscopic analysis of the coil shows characteristics typical of a lead discontinuity, including material fracture, rough or pitted surface, thinned material thickness, electro-etching, or material dissolution in several locations. The lead tubing appeared to be twisted in multiple areas. Continuity checks of the returned lead portions were performed, and no other discontinuities aside from those described were identified. The twisted condition of the lead suggested some level of patient manipulation occurred during the implant life of the device. No additional relevant information has been received to date.